Event description:
It was reported that the ilet bionic pancreas displayed an occlusion alarm, which the patient cleared and then pushed insulin through the tubing, after which the alarm did not recur; initial blood glucose was 206 mg/dl and later stabilized at 100 mg/dl. Customer care provided support that included troubleshooting with patient education and follow-up confirmation of stable blood glucose. Investigation of this case revealed that the cause of the hyperglycemia and occlusion alarm was unclear. Symptoms included feeling hot. Outcomes included transient hyperglycemia that resolved without the need for medical intervention or hospitalization. It was concluded that the event was not reproduced and the device functioned as expected after user actions, with no definitive root cause identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.